Event description:
During the procedure, it was reported that the guidewire appeared to have exited the sidewall of the catheter according to the angiography. The guidewire and catheter were removed from the patient.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation without the guidwire. The catheter body was found punctured at approximately 6.5 cm from the distal tip; however, the evaluation could not determine the cause of the event.(B)(4).